Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experiences recurrent infections at his implant site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (B)(6) 2015 (day not provided) due to excessive granulation tissue at the abutment site. The patient also experienced an infection at the site and was prescribed topical and oral antibiotics (date and duration not reported) without resolution. The patient was then put on a five week course of intravenous antibiotics (date not reported) as well as a topical antibiotic. The infection recurred two weeks later and the patient was administered an additional four week course of intravenous antibiotics. Subsequently on (B)(6) 2016, the patient underwent revision surgery to remove the abutment. During the procedure, bone overgrowth was discovered on the abutment. The excess 'bony tissue' was removed as well as the abutment. The site was irrigated, treated with monopolar cautery and sutured closed. The implanted device remains. This report is filed july 19, 2016.